Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw (41015a1094) was inserted and deployed on the mitral valve. A second mitraclip xtw (41015a1088) was inserted, and grasping was performed. However, after the second grasp was performed and as soon as the leaflets were captured, the first clip (41015a1094) detached from anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was repositioned and deployed next to the first clip. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure.